Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 years post implant of this 35mm mitral annuloplasty ring, the ring was explanted for unknown reasons and replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information requiring the correction of the following fields: the year is valid for the date of event in section. As the exact event date is unknown. Patient age at event corrected in section description of event updated in section. The year is valid for explant date in section, as the exact explant date is unknown. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 35mm mitral annuloplasty ring, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.